Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the aux full height 6 did not detect a closed state. A field service engineer successfully replaced the insep of the drawer to address the problem. The device functioned as intended after the field service engineer troubleshot the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.